Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work properly. Two weeks later the patient underwent surgical intervention to revise the ipp, and a hole was found in the reservoir. A new reservoir was implanted, but the original reservoir was not explant. There were no patient complications reported.